Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure were there any concomitant procedures performed? Was any abnormality of the device noted prior to, during or after the procedure? Other relevant patient history/concomitant medications were cultures performed on wound secretion? Results? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent a right inguinal hernia repair procedure on (B)(6) 2018 and the mesh was implanted. On (B)(6) 2018, the surgeon found a large amount of reddish fluid from the wound drainage tube and used medicine immediately. The surgeon opined that the drainage tube was placed at the patch, so the fluid was caused by the patch and if the fluid was increased, the patch cannot fuse with the surrounding tissue, so it does not play a reinforcing role. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional method code: (B)(4). Additional information was requested, and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure.- unk were there any concomitant procedures performed? -unk was any abnormality of the device noted prior to, during or after the procedure?- unk other relevant patient history/concomitant medications -unk were cultures performed on wound secretion? Results? What is physician¿s opinion as to the etiology of or contributing factors to this event.- maybe relate to device what is the patient's current status?- stable